Event description:
It was reported the device had low telemetered battery voltage, prior to implant. The device was not used and was returned to the manufacturer, analyzed and subsequently tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B) (4) low battery voltage was confirmed during the initial analysis. Further analysis revealed high system current drain associated with the atrial output circuit. The cause of the high current drain was a leaky atrial hold capacitor. This resulted in premature battery depletion.